Event description:
The customer contact reported that while operating on battery power, the pump powered off by itself without sounding an audible alarm tone. Line a of the pump was programmed to deliver an unspecified volume of saline solution. Line b was programmed in the concurrent mode, to deliver 150ml of doxorubicin, for a duration of 8 minutes, and the delivery was started. No further programming parameters were provided. After an unspecified length of time, the customer indicated that the screen of the pump reportedly went blank, a moment later turned back on, and beeped twice. After one minute, it was reported that the pump powered off by itself without sounding an audible alarm tone. The nurse plugged the pump to ac power. The device was powered on and the therapy was completed using the same pump. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.